Event description:
Event description cpi received information that during pre-implant testing of this implantable cardioverter defibrillator (ICD) an error code was encountered and the device could not be programmed out of the storage mode. The device was not implanted.